Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2007; 4194-88 lead, implanted (B)(6) 2007. Product event summary : initially, the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed a charge circuit timeout occurred on (B)(6) 2016 with excessive charge times. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that device indicated end of service (eos) prematurely and an alert was triggered for a charge circuit timeout. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: subsequently, the device was returned and analyzed. Analysis of the device memory found the eri (elective re placement indicator) is the result of high internal battery resistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.